Event description:
Post sapien valve deployment, the valve was in good position (55:45 aortic) with all 3 leaflets coapting, however 2+ central aortic insufficiency (cai) was noted. On the anterior aspect of the native valve there was a piece of ca+. There was speculation that the ca+ was causing the cai. The wire was removed,and another root shot was performed, and the cai remained. The valve was purposely placed slightly higher because of the ca+. It was decided to implant a second valve in the same position, and the cai resolved. Post procedure the patient was in stable condition. The patient¿s native annulus diameter is 19mm, with moderate native leaflet calcification. There was good coaxial alignment of the valve and delivery system and good image intensifier angle (iia). The patient¿s ejection fraction was 60%.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central aortic insufficiency (cai) cannot be confirmed; however, the slightly aortic placement of the valve and the reported piece of ca+ on the anterior aspect of the native valve could have been contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.